Manufacturer narrative:
The product complaint was received via medwatch. No additional information related to the product could be provided after customer communication and due diligence, and no sample was available to return for analysis, nor photos provided. The device could not be confirmed to be a v. Mueller product. Consequently, the investigation was not able to further evaluate the reported failure mode through a complaint sample analysis. A device history review could not be completed as no batch number was provided. Without a sample, photograph or lot information the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
Material no: unknown batch no: unknown. It was reported via email: : that the v. Mueller frazier suction tube was burred at tip. Event description per attached email states: : it was reported that the v. Mueller frazier suction tube had a barb on the tip and tore the dura. Questions/inquiries:-confirm patient harm and notate in event desc per attached statement above. Based on the information provided, our conclusion is that the device cited meets our criteria of a complaint ¿ appendix a ¿ complaint determination tree ¿ ((B)(4)).